Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose ranged from 202-311 mg/dl. Reportedly, the customer will continue to use the current pump until replacement arrives.

Manufacturer narrative:
The initial medwatch was submitted inadvertently (duplicate report). As the report was submitted via mfg report # 3013756811-2020-34729.